Event description:
Power supply board.

Event description:
Power supply board . Device history record was reviewed, no issue has been found. Device history log not provided, no review possible. Customer has been notified several times by mail to send the device but has not answered yet. Therefore, this report will be closed with no sample returned.